Manufacturer narrative:
The user reported an infection at the sensor site with symptoms of minor soreness, which was confirmed as an infection by the hcp, with symptom onset reported on 06-jan-2026 and no other infections noted. On (B)(6) 2026, the hcp removed the user's sensor, observed signs of infection at the site, and prescribed antibiotics. Per dms, the user is currently using the system with up-to-date information.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event.

Event description:
Senseonics was made aware of an incident where user reported an infection at the sensor site with symptoms of minor soreness, which was confirmed as an infection by the hcp, with symptom onset reported on 06-jan-2026 and no other infections noted. On (B)(6) 2026, the hcp removed the user's sensor, observed signs of infection at the site, and prescribed antibiotics. Per dms, the user is currently using the system with up-to-date information.